Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that an error message occurred during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top front corners were both cracked and chipped, the right plunger case was cracked and the battery and battery door were missing. Review of the event history log showed an occurrence of "primary audible alarm post." The issue was not duplicated during functional testing. The speaker was replaced as a preventive action. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. Additional information: h6 health effects health impact updated.